Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem of the cutting bur could not be inserted was confirmed. The bearings of the attachment were worn/damaged and would not allow cutter insertion. This condition was likely due to normal wear out over time, but may have been exacerbated by ineffective cleaning and maintenance. If additional information becomes available, a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the cutter could not be inserted during surgery. There were no user or patient injury. It is unknown if medical intervention or surgical delay occurred. There was no additional information provided.